Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed software error. The customer's blood glucose was not provided at the time of the incident. There was no troubleshooting performed. The customer will return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump error alarm confirmed in the insulin pump history due to cold solder joint on keypad assembly. The insulin pump was received with stained keypad overlay and minor scratches on lcd window.